Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not discover an instrument malfunction. The sample had also resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely low tbil result on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one neonatal patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and resulted higher, which was expected. The rerun result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.